Event description:
It was reported that an unspecified or unknown application issue occurred. Data was evaluated and the allegation was confirmed as an app crash was confirmed. The probable cause was determined to be an app crash. The probable cause of the app crash could not be determined. The reported event of an unspecified or unknown application issue is reportable based on the finding of an app crash. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).